Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10f10061, h09l09024 and h10g21108 with no issues noted during the manufacturing process. Root cause of the peritonitis is poor aseptic technique. Labeling review finds that ample instructions are provided for the prevention of use error in relation to aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the second of two reports associated with this event.

Event description:
During a call for an unrelated alarm, the caregiver (cg) for the home patient (hp) reported that the hp had gone to the doctor on a prior day and peritonitis was suspected but they were not sure at the time of the call. On (B)(4) 2011, baxter spoke with the peritoneal dialysis nurse (pdrn) who reported the hp manifested symptoms of cloudy peritoneal effluent and abdominal pain on (B)(6) 2011. He came to the dialysis clinic where cultures were obtained and was treated prophylactically with ancef and fortaz intraperitoneally (ip), each 1gm daily until the cultures were resulted. The hp was to return to the clinic (B)(6) 2011, but had to be rescheduled twice because he did not keep the appointments. On (B)(6) 2011, the hp started treatment with ancef 1gm ip daily for 10 days. The pdrn reported that the hp had been transferred to this clinic (B)(6) 2011 from the (B)(4) due to caretaker issues and now resides with his son, his current caregiver. The pdrn stated none of the baxter products are suspect, and gave probable causality as touch contamination. The hp has a history of noncompliance and has been seen touching the tip of his transfer set in the clinic. The pdrn stated that he had been retrained since his transfer, but she has seen possible early signs of dementia. The hp?s recovery is ongoing, improved and the effluent is now clear. A reculture is scheduled for (B)(6) 2011.